Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of the software reloads or part replacement, and confirmation of resolution. No response or further information was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device rebooted on its own. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm reported to the patient or user. Unit was removed from use without further incident. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the unit shut off while in use by finding code 1101 in the device's event log. The rse advised the customer that the error code present is a software related one and the customer can try reloading the software as a precaution. The customer has 3.10 software and will be reloaded as advised. The rse also advised that if the problem returns, the customer can replace the cpu to correct the issue.